Manufacturer narrative:
Reported event was confirmed by review of photograph provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further actions are required. Investigation results concluded that the reported event is attributed to design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event

Event description:
It is reported that the depth gauage was delivered to the hospital contaminated with blood. The device was cleaned prior to surgery and did not affect the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs provided. Provided pictures confirm that the instrument has blood. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.